Event description:
The pump reportedly "was not functioning properly." It was being used to infuse epinephrine, lidocaine, dopamine and dobutrex at unspecified rates. The pt was in critical condition and became unstable. The nurse reports that the pump "did not respond quickly enough " to control titration of the critical drugs in response to the pt's status. The physician reports " the pump failed postoperatively and the pt had to undergo CPR. " customer states possible user issues under critical/malfunctions, just the inability to quickly titrate therapy under critical situations. The CPR was successful and the infusions were transferred to a different type of pump. The pt expired 12 days later, unrelated to this event.